Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she believes the insulin delivery of the infusion device is inaccurate, and this has resulted in hyperglycemia. No alarms were received on the infusion device. There were large air bubbles located in the insulin cartridge, which pt also believed were caused by the infusion device. Pt is no longer using the infusion device. Infusion device was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Additional details were not provided.